Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient fell sometime last week and was having issues with more pain in their leg. It was also reported that there was a change in stimulation. The patient was to be seen on (B)(6) 2017 to check impedances and reprogram. No further complications were reported.